Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached battery depletion earlier than expected. The patient had been set up to pace 100% of the time in the right ventricle (rv), which is suspected to have contribute heavily to the earlier than expected depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 407645, lead, implanted: (B)(6) 2009. (B)(4).